Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
This emdr is being submitted for unknown number of quantities. Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set leakage issue event on (B)(6) 2026. Multiple infusion sets leaked at the site. No further information available.